Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204: belt/monitor unusable) has been confirmed. The service code 204 was due to liquid contamination found on connector j1001. The service code 107 was due to liquid contamination in the backup battery. Additionally, the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing service code 204: belt/monitor unusable.

Manufacturer narrative:
Device evaluation of battery sn (B)(6) been completed. The reported problem (battery/charger faults) has been confirmed. As received, the battery was able to power on a monitor and charge. However, the battery pca and cells were contaminated, causing the intermittent faults. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of monitor sn (B)(6) has been completed. The reported problem (service code 204: belt/monitor unusable) has been confirmed. The service code 204 was due to liquid contamination found on connector j1001. The service code 107 was due to liquid contamination in the backup battery. Additionally, the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing battery faults. A us distributor reported that a patient was experiencincing service code 204: belt/monitor unusable.